Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, swelling and larger breasts. Device photo analysis: visual analysis of the photographs identified: broken shell and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported "suspected rupture of implants right side. Swelling and larger breasts." Mammography performed. Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported "implant was probably ruptured" and "mammogram which shows a nodule".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g1.